Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Power error detected alarm was also reported. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.